Manufacturer narrative:
Product event summary: the delivery catheter was returned without the dilator. Analysis indicated that the hub had a cracked. The mechanical operation of the catheter splitting showed a spiral slit. The catheter did not slit along the score lines. Visual analysis of the lead indicated damage during use. The analyst noted that the hemostasis valve separated from the hub and not returned with the catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the hemostasis valve of the catheter came off during slitting. It was noted that the valve could not be slit. The catheter was used. No patient complications have been reported as a result of this event.